Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alerted for a lost sensor for two days. The customer had a low blood glucose of 44 mg/dl that went up to 100 mg/dl and the blood glucose had been fluctuating. The transmitter did not flash when connected and was not communicating with the insulin pump. The customer was sent a replacement transmitter.